Event description:
It was reported that the left monitor on the 9800 system is "snowy." The procedure was completed with another unit. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. As a proactive measure, reseated the video controller and the u3 chip on the board. The system was tested and found to be working as intended and placed back into service.